Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 08-jul-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. No high results of concern were provided. The customer¿s expected fasting blood glucose test result range is under 140 mg/dl. The customer feels well and did not report any symptoms. Customer stated that due to the high results she had gone to the doctor on (B)(6) 2024. The diagnosis was hyperglycemia and the doctor had changed her medication from metformin-to-metformin ER. During the call, a back-to-back blood test was not performed by the customer. The customer no longer had the test strips used at the time and was unable to provide lot information. The meter memory was not reviewed for previous test result history.